Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint regarding wires protruding at the distal tip was confirmed by failure analysis. .

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had wires protruding at distal tip. The procedure was completed with no reported injury or harm. Isi followed up with the initial reporter and obtained the following additional information: when asked to confirm that the initial complaint allegation indicated that no fragments fell into the patient and to confirm that the missing material/damage experienced with the instrument happened outside of the surgical procedure, the reporter responded ¿yes, outside the patient¿. There were no reports of any fragments from the device falling from the device while used within the patient.